Event description:
Determined to be reportable based on the analysis completed 10/10/06. It was reported that during a coronary stenting treatment procedure, the stent was unable to cross the lesion. Device analysis indicates stent damage. No add'l info is available.

Manufacturer narrative:
Returned product analysis revealed damage to the stent. The delivery device with the stent on the balloon was received and damage was observed on the stent. Examination of the stent revealed damage to the distal end. The distal stent struts were bent. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. There is no evidence that the device was improperly mfg. Damage of this nature is usually the result of crossing an occluded or tortuous lesion. The mfg records for top assembly batch 7966982 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The exact cause of the stent damage could not be determined.